Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The complaint description indicated that the programming wand was placed a short distance to the device while charging. Due to this short distance between the programming wand and the ICD, a saturation of the transformer may appear during a charging cycle, leading to a temporary drop of the supply voltage below the eos level, resulting in the battery status eos. Furthermore, it was reported that the eigm from induction was not available. This indicates that a reset appeared following the reported external defibrillation. The ICD is, by design, protected against damage from external defibrillation shocks. Due to the very high shock energies, it can not be excluded, however, that an external defibrillation causes a device reset, resulting in the observed "reset abort" and incomplete iegm. In summary, there was no indication of a material or manufacturing problem. The observed clinical event resulted from the magnetic field of the programming wand placed in a short distance and subsequently from a specific hardware protection functionality in the case of an external defibrillation.

Event description:
During the implantation procedure, the device went into an eos state.